Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto off alarm occurred and that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.